Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power loss alarm and low battery alarm. The power management tool confirmed power loss alarm and low battery alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The insulin the pump will not be returned for analysis.